Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was trying to pull a mesh leg assembly through the sacrospinous ligament, the suture (with the needle at the end) detached. Reportedly, the needle head with "very little suture left" was captured inside the capio device. The physician completed the procedure with another capio device with no complications to the patient, who is reportedly "good" post-procedure.